Event description:
The pt was implanted with a percutaneous lead on (B)(6) 2009. It was reported that the pt is without stimulation. Diagnostic test found invalid impedance measurements. An x-ray was taken for further interrogation; however, the results were inconclusive. There are no immediate plans for surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.